Event description:
It was reported that the patient had a driveline power fault and the system controller was exchanged. There was also damage to the pump cable. Log files were submitted for review from before and after the system controller exchange. The log files from the original system controller captured a controller internal fault on 06apr2026 at 14:00:48 due to fuse b in the controller opening. This then caused driveline power b faults. It was noted the driveline damage was suspected to have been caused by a knife. A knife blade is conductive and can cause a short between a power line and ground line causing a controller fuse to open. Log files from the new system controller showed the patient was connected to the controller at 15:16:10 on 06apr2026 and after the pump reached the set speed there were no alarms. Log files pre controller exchange had persistent driveline comm alarms, and post controller exchange there were no unusual events. The system controller exchange resolved the issue. The patient was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.